Manufacturer narrative:
An ovo case recorded with subject taper post component lot (75ad2205) could not be located for (B)(6) 2014 (per complainant's information). To date, no complaints pertaining to pain or loosening have been reported for this lot. The dhrs of the incoming as well as final inspection lots were reviewed. The material certs, qips indicate that the parts were built to specification. There were no rejects or scrapped parts from this lot. Note that the taper post lot in question was part of a voluntray recall (recall # z-1114-2015) inititade due to regulatory concerns but not due to any complaints, safety or efficacy concerns. However, the device is currently active in the EU and other ous markets with safety and efficacy data on file. The exact reason for patient's pain could not be concluded due to insufficient information provided by the complainant. As such, the reason for loosening is unknown as the device components have not been returned for investigation. The patient has been revised in (B)(6) 2017 and all arthrosurface components have since been explanted. Any further information received regarding this complaint will be reported through supplemental mdrs as required.

Event description:
Arthrosurface received a legal notice on ( B)(6) 2018 from (B)(6) the notice states that their client received an ovo implant around (B)(6) 2014. On (B)(6) 2017, the patient was revised as the ovo implant came loose. They also state patient is now in pain due to arthrosurface hemicap resurfacing system.